Event description:
When attempting to advance the top cap off the suprarenal stent the pink cannula would not advance after loosening the black pin vise. Again, after several attempts, extreme force had to be applied to advance the top cap. Finally it advanced without incident.